Event description:
The customer reported, the system failed to remain powered up following release of the on/off switch. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The on/off switch was replaced. The system was then found to be working as intended.